Manufacturer narrative:
No medwatch form was received. (B)(6).

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate hv therapy. The device delivered inappropriate therapy for atrial fibrillation with rapid ventricular response. Programming options were recommended. Patient will be monitored with routine follow up.